Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a cracked on the top case and the right plunger case was broken along with the barrel clamp head. The tamper seal was broken. Review of the event history log (ehl) showed firmware mismatch. The device was powered on and a functional test was performed and the reported issue was duplicated. Firmware mismatch error was found at power up and was unable to bypass the firmware mismatch error following the upload of the configuration from base to head. The reported issue was related to the interconnect pcb, not operating as intended. As a result, the interconnect pcb was replaced and preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a firmware mismatch. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: while performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2023-10863 is no longer considered reportable, please disregard any reports associated with it. G2 email is: regulatory.responses@icumed.com.